Event description:
Per distributor, after system checkout and connecting on an external air, device displayed message, single compressor malfunction. Device not in patient use at time of complaint.

Manufacturer narrative:
Device history record (DHR) review confirmed that companion 2 driver s/n (B)(6) was serviced and passed all functional testing prior to being released to finished goods. Alarm history and patient data file review found a single compressor malfunction alarm record in the data file. Visual inspection of internal and external components found no abnormalities. Driver passed all functional testing for acceptance at incoming inspection. Additional testing included running the driver under the same customer settings reported at the time of the complaint while switching the compressor air and external air ten times. The driver performed without issue or alarm. Failure investigation for this complaint confirmed the reported issue during alarm history review. The customer complaint was not replicated during testing; the root cause of the reported single compressor malfunction alarm was unable to be determined. Failure investigation identified no test failures or damage that could have contributed to the event. No evidence of a device malfunction was found. Device was not in patient use at time of complaint. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR.

Event description:
Per distributor, after system checkout and connecting on an external air, device displayed message, single compressor malfunction. Device not in patient use at time of complaint.